Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had low glucose value. Manufacturer contacted customer within 24 hours call to know whether the symptoms persist; customer reported called the ems; customer was treated with supplemental sugar to raise the blood glucose levels and advice to contact her primary doctor; hospitalization was not needed. The customer reported blood sugar level of 109mg/dl ;customer feel better.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 39 mg/dl. The customer reports symptoms of sweatiness, confusion, nervousness, shakiness and slurred speech. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The meter memory was reviewed for previous test result history: (B)(6).